Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a literature document (fokter et al. 2023 dual-modular versus single-modular stems for primary total hip arthroplasty_ a long-term survival) was received that describes a study conducted in slovenia involving 2 patients with dislocation.